Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a 62 mg/dl result on the performa system. The patient's father took him to the hospital and while in route the patient fell unconscious. The timeframe between the 62 mg/dl result and the arrival to the hospital was 40 minutes. The lab results at the hospital were 530 mg/dl and 630 mg/dl at an unknown time. The patient was treated with insulin via IV and he was hospitalized for 48 hours. Return of the suspect device was requested for evaluation.